Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that the customer experienced high blood glucose level of 500 mg/dl and a low blood glucose level of 30 mg/dl. The customer's husband also reported the issues of beep going off while doing self test. The customer declined troubleshooting for blood glucose. The insulin pump will not be returned for analysis.